Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not confirmed as the device held pressure and no leak was detected during return device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure as it is likely that the clamp seal was not entirely closed; thus, resulting in the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was narrow and mildly calcified and 80% stenosed. During insertion of the guide wire, the copilot cap was leaking. There was no reported adverse patient effect or a clinically significant delay in the procedure. The device was replaced to successfully continue the procedure. No additional information was provided.